Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Other adverse events considered related to the lap-band® system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was removed due to "band intolerance, abdominal pain".

Manufacturer narrative:
Taper ii. Device evaluation summary: a visual examination was performed on the received lap-band with access port I, taper type ii and an additional piece of tubing. The additional piece of tubing was approximately 16 inches in length. The port tubing was separated approximately 1/2 inch past the ss connector. The band tubing was separated approximately 1/4 inch from the tubing/collar junction. Needle marks were noted on the port septum. The band was separated near the buckle. The buckle strap was partially separated. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. An air leak test was performed, and the band was leaking from the ring/shell where the band had been separated near the buckle. Under microscopic analysis, needle marks were observed on the port septum. The end of the port tubing was noted to have striated edges, consistent with a surgical end cut. Both ends of the additional piece of tubing were striated, and consistent with surgical end cuts to remove the device. The end of the band tubing was noted to have a striated surgical end cut, consistent with the removal of the device. The band was noted to have a surgical end cut with striated edges near the buckle, consistent with the removal of the device. The buckle strap was observed to be partially separated from the buckle. The edges of the buckle strap were noted to be striated, and consistent with damage from a device removal tool.